Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(4) 2013; during the insertion of pfna (proximal femoral nail antirotation) blade on (B)(6) the blade locked, but the surgeon did not remove the inserter, he twisted the inserter, and it has broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint.